Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the facility due to shocks and it was noted therapy was delivered for atrial fibrillation (af) with rapid ventricular response. Upon review of the interrogation, occasional right atrial (ra) lead undersensing was observed on the episodes. It was noted the cardiac resynchronization therapy defibrillator (crt-d) had reached end of service (eos). The device was later explanted and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.